Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens and clear surgical residue and debris on the product. Visual inspection found residue and debris on the lens and no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: date of event is initial MDR is corrected to (B)(6) 2019. Date received by manufacturer in initial MDR is corrected to 10-sept-2019. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -6.00/1.5/124 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens due to a calculation mistake by the surgeon and the problem resolved. It was reported that the post operative data are all fine but patient is not 100% happy, the reporter stated " maybe psychological reasons".

Manufacturer narrative:
The lens exchange date (B)(6) 2019 in initial MDR is corrected to (B)(6) 2019. (B)(4).